Event description:
In 2009 patient reported he noticed his readings were a little higher than normal and he had "hardly eaten anything." He stated he bolused to cover the elevated readings and at lunch time he tested again. Patient reported his reading was at 390 mg/dl at this time. Patient stated earlier in the day his readings had been in the 400's mg/dl. Patient reported later after he got home, after work and tested again and his reading was at 323 mg/dl. He stated he figured something was wrong so he took out his site and saw pus coming out of the site area. Patient's normal blood glucose range is between 150 - 160 mg/dl. Patient reported he cleans the area with IV prep wipes before inserting the new site and shaves the area free of hair. He said he had been wearing the site between 3 to 4 days. The patent did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.